Event description:
A patient reported experiencing inaccurate low results with a meter. The patient's blood glucose results were 14 mg/dl, 78 mg/dl. Tests were done within < 10 minutes with a difference of 57 mg/dl. Patient did not experience any adverse events. No further information has been reported.